Event description:
It was reported the device detection was really low but this was possibly due to the patient waiting for a heart transplant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 694865 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).